Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: image review: "the conductor wire on the top side appears to be loose or sticking out more than usual.''

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported that during the dissection, it was noticed that one of the wires from the wrist had come loose from its connection, and this damage was causing a short circuit. There was no impact on the patient, and the faulty instrument was replaced immediately. The procedure was completed with no reported injury. Isi obtained the following information: the reporter confirmed that there was not loss of cautery associated with damaged cable. There was visible arcing at the wrist of the instrument due to the insulation defect, but no thermal injury occurred to the tissue or surrounding area, as the instrument was removed and replaced immediately. The instrument did not collide with any other instrument or tool during the procedure.